Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by user facility; therefore, it is not available for evaluation. The event investigation is currently underway. This event involves two devices used in the patient. Therefore, this event is also associated with the event reported under manufacturer report no 9681442-2010-00083.

Event description:
It was reported that two stents foreshortened. Reportedly, the physician successfully deployed a 170mm stent and a 100mm stent in the right mid sfa. After deployment, it was identified that the stents had foreshortened. The 170mm stent foreshortened approximately 6 to 7 cm and the 100mm stent had foreshortened 3 to 4 cm. The lesion was not fully treated; however, the physician decided not to deploy another stent. There was no report of injury to the patient.